Event description:
It was reported by the pt that 6 weeks after implantation, she developed infection, massive drainage and fever.

Manufacturer narrative:
There has been no prod returned for evaluation. Therefore, no conclusion can be drawn.